Event description:
No lumen at end of catheter inserted into bladder; therefore, could not be irrigated and could not drain urine. This problem was found when catheter was changed due to no urine output and difficulty with irrigation.